Event description:
A battery/no power issue was reported with the adc device. Customer indicates that the meter was dropped and "would not work". As a result, the customer experienced dizziness and seizures but was able to self-treat with water after symptoms subsided. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader, no issues were observed. Meter powered on with button depression. Battery life/fast draining and low battery icon/message did not observed. Customer¿s batteries not returned. Meter did not shutting off. Did not observed any unk/unspecified battery or no power issue. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle optium neo meter was reviewed and the dhrs showed the freestyle optium neo meter passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The customer's product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. Customer indicates that the meter was dropped and "would not work". As a result, the customer experienced dizziness and seizures but was able to self-treat with water after symptoms subsided. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.